Event description:
Baxter singapore reports 6 blood leaks noted into the dialysate compartment during pt treatments. All dialyzers reused 2 to 4 times. No pt injury or medical intervention required per international coordinator.